Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm powered on and sounds the alarm correctly. The unit passed all tested functions. (B) (4).

Event description:
Customer claims that the alarm has power, but no alarm tone when the pressure is off the pad. There was no patient injury reported.